Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they recovered from peritonitis. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2026 due to severe abdominal pain experienced for several days. The patient never informed the clinic of the symptoms prior to going to the ER. The patient had pd cultures obtained. The patient was diagnosed with peritonitis and admitted to the hospital. The patient was administered one dose of intravenous (IV) vancomycin (dose unknown) in the ER. During the hospitalization, the patient received intraperitoneal (ip) cefepime for three days (dose not provided). The culture resulted positive for methicillin-resistant staphylococcus aureus (mrsa). The white blood cell (wbc) count was not available. The patient was discharged on (B)(6) 2026. The patient was seen in the pd clinic on (B)(6) 2026. Repeat cultures were negative for growth. The wbc count was 17 with 35% pmn cells. The patient was prescribed ip vancomycin for three weeks (dose not provided). The patient was scheduled for a clinic visit on (B)(6) 2026 for another follow-up. The patient had a mrsa infection on their foot at the time of the peritonitis event. The suspected cause of the peritonitis is contamination from the foot infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was suspected to be contamination from the patient¿s mrsa foot infection. This is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they recovered from peritonitis. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2026 due to severe abdominal pain experienced for several days. The patient never informed the clinic of the symptoms prior to going to the ER. The patient had pd cultures obtained. The patient was diagnosed with peritonitis and admitted to the hospital. The patient was administered one dose of intravenous (IV) vancomycin (dose unknown) in the ER. During the hospitalization, the patient received intraperitoneal (ip) cefepime for three days (dose not provided). The culture resulted positive for methicillin-resistant staphylococcus aureus (mrsa). The white blood cell (wbc) count was not available. The patient was discharged on (B)(6) 2026. The patient was seen in the pd clinic on (B)(6) 2026. Repeat cultures were negative for growth. The wbc count was 17 with 35% pmn cells. The patient was prescribed ip vancomycin for three weeks (dose not provided). The patient was scheduled for a clinic visit on (B)(6) 2026 for another follow-up. The patient had a mrsa infection on their foot at the time of the peritonitis event. The suspected cause of the peritonitis is contamination from the foot infection.